Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review not available to report at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was discovered that a screwdriver was bent and does not function properly when performing a quality check. This was discovered after it was picked up from the hospital. The reps. Were unaware of this broken instrument, as it was not used in any of their cases. This device is a loaner set. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter address and contact information is unknown. A device history record review was performed for the subject device: part: 03.010.473 , lot: 9875886 , manufacturing site: haegendorf , release to warehouse date: 03 june 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: it was discovered this screwdriver was bent and does not function properly when performing a quality check as I picked up the sets from the hospital. I brought this to our reps attention and they were not aware of this broken instrument and it was not used in one of their cases. Service & repair evaluation the customer reported the screwdriver was bent. The repair technician reported the tip of the instrument and the attachment were bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The following investigation flow was performed: damage (appearance not as expected). Visual inspection performed at customer quality (cq) confirmed the condition of post manufacturing damage, which agrees with the reported complaint condition. This complaint is confirmed for post manufacturing damage. However, the device is not broken. The returned device was visually inspected at customer quality and the distal tip of the main driver shaft was observed to be significantly twisted in the direction of resistance encountered during screw insertion. The distal tip of the slider bar shaft is not twisted at all which indicates that both tips were not seated in the screw head recess when torque was applied resulting in the main driver tip twisting. One distal corner/edge of the slider bar shaft is malformed/bent but not twisted. The nut component was returned with no damage. The returned device was manufactured in june 2016 and is approximately 2 years old. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level (03_010_473), main shaft component (03_010_473_1), and sliding bar component (03_010_473_2) and determined to be suitable for the intended design and application when used as recommended. The 03.010.473 inter-lock screwdriver t25/3.5mm hex/224mm is intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. No product design issues or discrepancies were observed during this investigation. An accurate dimensional analysis could not be performed at cq for the returned main driver shaft component due to the twisted condition. This complaint is confirmed, however no product design issues or manufacturing discrepancies were observed during this investigation that may have contributed to the complaint condition. While no definitive root cause could be determined, it is possible that the device encountered unintended forces such as excessive twisting during usage could have contributed to the complaint condition. Because the distal tip of the slider bar shaft is not twisted at all, this suggests that both tips were not seated in the screw head recess when torque was applied resulting in the main driver tip twisting. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver is bent and does not function properly when performing a quality check. No patient or procedure involvement. The device is part of a loaner set and is not associated with a particular hospital. This report is 1 of 1 for (B)(4).